Event description:
It was reported that a patient experienced and was hospitalized for peritonitis during a study coincident with therapy for peritoneal dialysis. As a result of the peritonitis, the patient felt abdominal pain and nausea. The cause of the peritonitis was unknown. The patient was treated intravenous (IV) levofloxacin hydrochloride 0.4 g, as well as acid suppression and rehydration treatment for the event. On a later date, the patient recovered from the event and was discharged from the hospital.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.